Event description:
The (B)(6) reported that: "we encountered difficulties during two procedures using shannon ø2 l 20mm drills, ref. G010511. Three drills broke during the same procedure, from batch 2502104."

Manufacturer narrative:
N/a